Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and collar. The product matched print specifications where measured against drawing. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports peri implantitis for tooth site # 19 and the implant tsvtwb10 was removed.